Manufacturer narrative:
No unresponsive buttons noted. All buttons function properly; however, device had corroded keypad traces. Device had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reported the act button was not responsive. Customer's blood glucose was 108 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.